Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (aviva system), is related to case with patient identifier (B)(4) (nano system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 91 mg/dl (aviva meter) and 217 mg/dl (nano meter). No adverse event reported. Return of the suspect device was requested for evaluation.